Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to charge the pump using multiple power sources. Blood glucose was 141 mg/dl. The customer reverted to using insulin injections for insulin therapy.